Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during an infusion, the patient opened the pump door, removed the IV set and unclamped the line, which resulted in an uncontrolled flow. The customer stated that the keypad was locked but the patient was able to open the door by inserting the slide clamp. It was also reported that there was no patient injury. The customer stated that the device can not be identified and will not be returned to baxter for evaluation.